Event description:
The customer alleges he obtained a result of 800 mg/dl, which is outside the system's measurement range of 10-600 mg/dl. Controls were not run. The customer is not on diabetic medications, did not seek medical attention, and there was no adverse event reported. Return requested and replacement was sent.